Event description:
It was reported that (1) device was used during a laparoscopic appendectomy. It was reported by the affiliate that the tsw35 instrument does not cut. Another instrument was used to complete the case. There was no consequence to the pt.